Event description:
Event description guidant received information that this ventricular lead displayed impedance measurements greater than 2500 ohms. The lead was surgically abandoned and successfully replaced.